Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("painful menstruation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), anxiety ("anxious") and depression ("depressed"). The patient undewent a surgical procedure with removal of the essure coils in (B)(6) 2015. At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, anxiety, depression and dysmenorrhoea to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions for symptoms incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.